Manufacturer narrative:
Block h6: device code a0406 captures the reportable event of stent kinked.

Event description:
It was reported that a percuflex plus ureteral stent was used during a kidney stone and hydronephrosis infection procedure. It was noted that during the procedure and inside the patient, the stent was kinked and was not smooth. The procedure was completed with another same device and no patient complications were reported. The condition of the patient following the procedure was stable.